Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using a proglide device after a percutaneous coronary intervention. Reportedly, it was indicated that three proglides were attempted, two device reported that a cuff miss occurred and the third device reported a suture breakage occurred. Hemostasis was ultimately achieved using a starclose se device. There was no adverse patient sequela. A femoral angiogram was not taken prior to the procedure. The physician is reported to be trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Femoral angiogram not taken. Per the perclose proglide instructions for use, prior to device placement, perform a femoral angiogram through the introducer sheath to verify that the access site is the common femoral artery. Fluoroscopically evaluate the femoral artery for size, calcium, tortuosity, and for disease or dissections of the arterial wall. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The other two proglide devices are being filed under a separate medwatch report number.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported event of cuff miss was confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. Based on the manufacturing inspection criteria and analysis of the returned device, the probable cause for the posterior cuff miss was determined to be related to the operational context during use of the device. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.